Event description:
It was reported via medwatch mw5115863 that the shaft broke. A 6f guidezilla ii catheter-guide extension was selected for use. During the course of the procedure, it was noted that the shaft broke away from the catheter. No patient complications were reported.